Event description:
Nurse reported that several times now the bd vacutainer push button blood collection set ref 367342 23g 3/4"x12", lot number 5171281 has had a hole in the tubing and blood leaked from tubing and not able to collect blood in collection tube. Resulted in multiple sticks for patient to obtain blood samples. Nurses did have on proper ppe so no exposure to blood products occurred.